Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an erosion over the jugular incision site, from where the right ventricular lead was implanted. The lead was explanted. There were no patient consequences.